Event description:
The customer reported that while the iabp was in use on a patient, the iabp shut down during transport. The patient was switched to another iabp and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The company representative observed communication errors between the display and the console, and he verified a green solution at the connector on the iabp and the curly cord. The company representative cleaned both sides of the connectors. The iabp was tested to factory specification. It functioned normally and was returned to the customer. Internal file: (B)(4).